Event description:
Report received of "IV pump free flows." The customer contacted reported the pump was returned to the biomedical engineering department with an unsigned note that stated, "IV pump free flows." There were no reports of any adverse pt events while the device was in clinical use.